Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
This user has started experiencing continued issues with the left device. Programming changes were made in july 2022 to address two affected channels and in october 2022 the recipient started noticing perceptual sound changes in the left ear only when turning or tilting the head, and when pushing on his left tragus. On (B)(6) 2022 an integrity test was completed due to concerns of fluctuations with impedances and perceptual sound changes. The sound changes are described as making sounds more base like and muffled. This seems to affect lower frequency voices. This happens while walking and looking around, while driving, and while leaning on his fist. Also, it has also been noticed since july 2022 that his implant housing appears to be moving. A revision surgery is considered.

Manufacturer narrative:
Conclusions: damage to the active electrode caused by device minute mobility likely led to device failure. During investigation the exact location of damage could not be determined due to the device's received condition. Other observed mechanical damages are attributable to the removal surgery. However, a decrease in hearing performance was reported, and in situ measurements show various channels with increased impedance values and fluctuations during continuous measurements. Furthermore, the observed changes in sound perception with movement or pressure are compatible with the above-mentioned damage. In addition a dislocation of the device from its intended position was observed at removal surgery. This is a final report.

Event description:
The user started experiencing continued issues with the left device. Programming changes were made in (B)(6), 2022 to address two affected channels and in (B)(6), 2022 the recipient started noticing perceptual sound changes in the left ear only when turning or tilting the head, and when pushing on his left tragus. On (B)(6), 2022 an integrity test was completed due to concerns of fluctuations with impedances and perceptual sound changes. The sound changes are described as making sounds more base-like and muffled. This seems to affect lower frequency voices. This happens while walking and looking around, while driving, and while leaning on his fist. The user was re-implanted.